Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up check, this implantable cardioverter defibrillator (ICD) exhibited high shock lead impedance (sli) measurement with the current configuration. It was observed that the sli measurement has been trending from 109 to 116 ohms for the last year. Further, the field representative tried a coil to can and coil to coil configuration which yield out-of-range (oor) measurements for both configurations. Boston scientific technical services (ts) discussed lead specifications and troubleshooting options. Few days later, the patient was brought in the clinic and a commanded shock at 41 jolts (j) was conducted which resulted to a normal range measurement. They plan to continue monitoring the patient. This ICD remains in service. No adverse patient effects were reported.